Event description:
It was reported to medtronic minimed that the customer experienced crack in the case of the pump and medronic label missing. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1712k was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The test p-cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, pillowing keypad overlay, cracked select button keypad overlay, end cap address label fading, serial number label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. No medtronic label or end cap sticker missing. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Cosmetic damage at the medtronic label (missing) was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.